Manufacturer narrative:
Additional information and the incident sample have been requested but to date have not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the antimicrobial gauze pad stuck to her wound. There was no indication that further medical attention was needed.